Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was unable to verify or duplicate the reported issue; however, visual inspection found a damaged dso seal. The dso replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device failed the precision test. The event occurred during testing. No patient was involved.